Event description:
Son-in-law of the end user reported that the flowmeter on his father-in law's irc5po2 concentrator isn't working correctly, the lpm cannot be set efficiently. The end user allegedly had to go to the ER for low o2.